Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the segments were verified to be missing on the display screen. Unrelated to the original complaint, it was noted that there was corrosion found on the inside of the battery compartment. A leak test was performed and failed indicating a battery compartment crack and a crack on the upper right corner of the display. The pump case was removed and there was no evidence of moisture or corrosion. When the pump powered on, the display appeared to be dim and discolored. Additionally, the battery compartment was observed to be cracked left of the grip pad.